Event description:
It was reported the patient presented in the hospital. During an implant procedure, the leads would not fit back into the pacemaker. The pacemaker was explanted and replaced. The patient experienced no consequences related to this procedure.